Event description:
It was reported that the patient was not feeling stimulation from the device. The physician performed system diagnostics and found that there was high impedance. The patient stated that there were no falls or traumatic events that could have contributed to the high impedance. The physician planned to perform x-rays and if a revision was needed, would refer to the surgeon. It is unknown if x-rays have been performed to date. X-rays have not been reviewed by the manufacturer to date. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a lead and generator replacement. Upon opening the pocket incision the surgeon observed a lead fracture. Then during the explant of the lead the surgeon cut the lead in several additional locations. A new lead and generator were then implanted. Since the explanted lead had been cut into several pieces it was discarded following the surgery and it was reported that none of the explant products would be returned to the manufacturer.